Event description:
It was reported that a tracheobronchial stent graft allegedly would not deploy. The stent was being placed in an va access shunt in the lower arm. The stent graft was advanced over an .035" guidewire to the treatment site and would not deploy. The physician removed the entire delivery system from the pt. The physician administered nitroglycerin to the pt due to muscle spasm. The tracheobronchial stent graft was then readvanced over the glidewire to the intended treatment site and the stent once again failed to deploy. The entire system was removed from the pt without incident. The physician chose not to further treat the pt as there were no other 6 mm stents available. The pt is to return for further treatment. No pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications. The device has been returned for analysis, and the evaluation is currently underway.